Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Primary operative notes 05/may/2009 indicate the patient received a left total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2020 indicate the patient is experiencing soreness of her hip related to the dislocation with closed reduction. Options were discussed and revision surgery is planned to prevent additional dislocations but has not occurred yet, (B)(6) 2020 is the tentative date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical notification update received and reviewed, along with the clinical database. There is now a reported treatment of hip revision on (B)(6) 2021, to address the reported hip dislocation. It was reported in the database that the liner and head were revised.

Manufacturer narrative:
(B)(4).

Event description:
Subject ID: (B)(6). Study: dots. Clinical adverse event received for dislocation, noted to have occurred after spinal fusion. Event is not serious and is considered mild. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2009. Date of event: (B)(6) 2020. (Left hip). Treatment: closed reduction / manipulation.